Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: units will not power on via ac cord nor charge the batteries. No patient involvement.

Event description:
The following was reported to hamilton medical ag: units will not power on via ac cord nor charge the batteries. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only, field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contribute to a death or serious injury. The root cause of the event was determined to be a defective power supply and the power supply was changed. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the power supply could result in inadequate ventilation support.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: units will not power on via ac cord nor charge the batteries. No patient involvement.